Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During the repair evaluation, it was determined that the device had a sticky trigger, cosmetic damage - worn housing, cracked/damaged housing, insufficient/low power and an air leak. It was determined that the locking mechanism was stiff/stuck, and the device made an unexpected noise. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check forward and reverse mode function, check for noticeable noise, check power with power test bench and check for air leak. Therefore, the reported condition of the sticky trigger was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was initially reported that the button of the compact air drive device malfunctioned. The reporter further clarified that the rear (back) button appeared to be stuck and could not be moved, whereas the forward button was functioning properly. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.